Manufacturer narrative:
Per the surgeon, the device has been discarded and is not available for analysis. The field outcome specialist assisted the surgeon by providing an iol power back calculation for the refractive error. Multiple formulas were run based on the anatomy of the patient¿s eye. Hoffer q was one due to the axl of 21.60. When these calculations are performed, the se of the refraction is taken and multiply that by 1.50 (spectacle plane) which will provide the amount of power miss. In regard to the patient, the 2 week refraction was -2.00 +1.25 x 125. The target was a -0.04. Half of the cylinder value (0.63) was added to the sphere value (-2.00) which resulted in the se: -1.37. The se is then added to the (1.50) spectacle plane which will provide the amount of power miss. The -1.37 is then subtracted by the diopter used (23-1.37= 21.63). If the lens power is too strong the patient will be myopic. Medical review provides the patient's pre-existing dense cataract made it difficult for accurate lens diopter calculation, therefore the patient had a nearsightedness problem due to a power miscalculation. Additionally, due to the pre-existing condition of high hyperopia, the surgeon had to use high power lens which increases the chance of dysphotopsia. After lens exchange with a smaller diopter power, the dysphotopsia has been resolved. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints on this lot date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, the most probable root cause is patient related. No corrective action is necessary at this time.

Event description:
It was reported that one day after implanting an intraocular lens (iol) into the right eye (od) the patient experienced a near sighted power miss and a large negative dysphotopsia that didn't resolve. The original surgery was phacoemulsification only and was not complicated in any way. The patient had no previous ocular surgeries. The orientation of the lens did not change, and the optic was clear and free of debris or deposits. However, the patient noticed a decrease in vision. On day one after surgery, the patient was 20/50, but noticed a shadow temporally consistent with a negative dysphotopsia. By 1 week the patient didn't notice an improvement in the shadow. By week 3, uncorrected vision decreased to 20/100, but refracted with a -2.25+0.75x160 to 20/30. The patient was originally recommended to try myopic glasses for symptom mitigation. If not, the surgeon offered an iol exchange. A lens exchange took place 42 days after original surgery using a different model lens and diopter power. Pre-exchange, the prescription was -1.75 + 1.00 x 135, aim was plano, and dysphotopsia was nearly half of field of vision. In the surgeon's opinion, the reported lens has a higher incidence of negative dysphotopsias than the surgeon's previously preferred lens (which the surgeon has used for over a decade), but most patients find it mildly bothersome on the one day or one week visit and it almost always resolves by the one-month visit. In the surgeon's estimation, the early incidence is about 5-10% and at one month is less than 1% (and mild). This patient called it moderate at 6 weeks. The surgeon likes the reported lens for its centration, smaller incision size than the replacement lens, and excellent vision it provides. The patient had both an iol power miss and dysphotopsia. The exchange solved both issues without complication. The negative dysphotopsia is gone, the patient now has good distance vision, is happier now than before, and not wearing distance glasses.